Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcification, concentric, 90% stenosis in the left main. The 3.5x15 mm nc trek balloon catheter was advanced pre-dilatation; however, the balloon ruptured at 10 atmospheres during the first inflation. A 3.75x15 mm nc trek was used for further pre-dilatation and a xience prime was deployed to complete the procedure. There was no resistance during the advancement or withdrawal. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.